Manufacturer narrative:
This complaint will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, ceramic head loose. Profemur modular neck was revised successfully for taper inspection and replacement with similar neck (phac1202). Poly liner for the dynasty 48mm cup was revised with dlxplb28 and cocr femoral head replaced to complete the hip construct (26012804) (left).

Event description:
Allegedly, ceramic head loose. Profemur modular neck was revised successfully for taper inspection and replacement with similar neck (phac1202). Poly liner for the dynasty 48mm cup was revised with dlxplb28 and cocr femoral head replaced to complete the hip construct (26012804) (left).